Event description:
Complaint reports that: the bronchial balloon leaked, during use on a patient.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer provided photos; however, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. Part number reported is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: (B)(4) samples were taken from the current production, the cuff from the samples were inflated and left for four hours, after this time samples were checked to verify if any leak was present however all samples were still fully inflated, defect reported "leak - balloon cuff" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint reports that: the bronchial balloon leaked, during use on a patient.

Manufacturer narrative:
(B)(6). Complaint verification testing could not be performed as no sample was returned for analysis. The customer provided photos; however, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. Part number reported is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 132 samples were taken from the current production, the cuff from the samples were inflated and left for four hours, after this time samples were checked to verify if any leak was present however all samples were still fully inflated, defect reported "leak - balloon cuff" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data: section d.9.-corrected to 'no' section h.6.-investigation findings code corrected to 3221 section h.6.-investigation conclusion code corrected to 4315.